Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Additional information was requested and the following was obtained: is the patient's current condition known? Stable. Were there any consequences or changes in the patient's postoperative care as a result of the event? No.

Event description:
It was reported that during an unknown procedure the device did not complete the stapling line.

Manufacturer narrative:
(B)(4). Date sent 9/25/2024. D4 batch #648c41. B3: unknown; captured as awareness date. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60g reload was received partially fired 2/3 with one tyvek. The returned reload was reset and loaded into a test device. The returned reload was tested for functionality with a test device in the straight position and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 648c41, and no non-conformances were identified. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where there any patient consequences?